Event description:
The caller stated that a (B)(6) old female patient with respiratory failure had a size 8 tracheostomy tube placed on (B)(6) 2011 in the operating room and within 24 hours the ventilator alarm sounded. It was discovered that the cuff would not inflate and hold air. The patient was taken back to the operating room and was re cannulated with another size 8 tracheostomy tube. The caller stated that they were able to keep ventilation correct and there was no desaturation or additional treatments needed.

Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the manufacturer for investigation. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.